Event description:
It was reported that the customer insulin pump was exposed to fluid and had a button error alarm. The customer's blood glucose level was unknown mg/dl. The customer stated that button error alert occured immediately after fluid exposure. The troubleshooting was performed. The patient was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Insulin pump had a blank display due to corrosion found on electronics. Insulin pump was unable to verify button error alarm, low battery alarm due to blank display. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.